Event description:
On (B)(6) 2009, the patient and her husband reported the piston rod of her insulin infusion device will not return and, when she inserts a new insulin cartridge, her device displays an e10 (cartridge error). She said this issue has occurred with the last 2-3 cartridge changes, but she has been able to resolve the issue by inserting a new battery. This time she inserted a new battery, but her device is still displaying e10 and the piston rod will not return. The husband inserted the battery from the patient's backup infusion device and began the 'change cartridge' process and the piston rod fully returned. The patient was advised to adjust the piston rod before inserting the cartridge. She stated she does not attach the tubing and adapter to the cartridge prior to inserting it and, due to this, insulin has spilled into the cartridge chamber. She stated she has had a lot of moisture inside her device for the last 4 weeks. She said she dries out the chamber with a cotton swab after she removes the used cartridge. The proper procedure for changing the cartridge was reviewed with the patient. The patient properly inserted a new cartridge, primed, and reconnected to her headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.